Event description:
The customer reported obtaining erroneously high sodium (na), potassium (k), chloride (cl), and/or carbon dioxide (co2) results for an unspecified number of samples on (B)(6) 2013, from the unicel dxc 600 synchron system. The customer indicated that the results were not reported out of the laboratory. The customer reported that the instrument generated additional false high results for one patient sample on (B)(6) 2013. This report references the event which occurred on (B)(6) 2013; please refer to medwatch report #2050012-2013-00821 for the report of the event which occurred on (B)(6) 2013. The customer repeated the samples, on both the original and alternate dxc analyzer in the laboratory, and the results were reported out of the laboratory. The customer did not report of any change or affect to patient treatment in connection with this event. The customer reported that quality control (qc) results prior to the event were within the laboratory's established ranges. Qc results following the event was high and a review of the customer's qc data indicates high na qc fliers on the days of the events.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013 and replaced multiple parts but the issue was not resolved. The customer reported that the instrument generated additional false high results for one patient sample on (B)(6) 2013; please refer to medwatch report #2050012-2013-00821 for a report of the event on (B)(6) 2013. The fse returned to the customer's site on (B)(6) 2013 and found bubbles in the ion selective electrode (ise) buffer reagent section of the ratio pump. The fse replaced the ratio pump to resolve the issue.